Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact found a low blood glucose (bg) level during pump data review. However, the exact value was not provided. The contact stated the low bg was recent and declined to provided additional information.